Manufacturer narrative:
H3) the pin was returned for analysis. There was damage noted on the tip of the pin, but the fit issue did not seem to be caused by the pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the perc pin the site used for the case was too thick to fit in the receiver of the perc pin frame. After the account used excessive force to get the frame on, they could not remove the frame holder from the perc pin. Instead they removed the perc pin itself to remove the frame. They finished the case, but it looked like the teeth of the pin were heavily damaged. There was no reported to patient outcome and no reported delay.

Manufacturer narrative:
H3) the device was returned for analysis. Functional testing determined that the device was functioning as designed. Continuation of d11: frame, 9732353, perc ref, cross pin, adapter 9734752 perc pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.